Event description:
It was reported that this implantable pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) suggested have data from interrogation for analysis. The boston scientific representative then stated that the patient was scheduled for replacement and analysis not necessary. Subsequently, this device was explanted, and a new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.